Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged data error issue was verified, but the unexpected shutdown issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3: device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump shut off unexpectedly. Customer's blood glucose level was 280 mg/dl. Reportedly, customer continued using pump for insulin therapy.